Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat) was isolated to the electrode belt trunk cable connector having bent pins. The root cause for damaged connector could not be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.